Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Drills package insert states that drill bit breakage can happen if the "drill bit impinges on metallic implants such as prosthesis components or when using internal fixation, i.e., angled plates. The surgeon should avoid bending the bit when drilling." It was reported that the drill bit did not touch the nail during surgery, but this cannot be confirmed. A definite root cause for the reported issue cannot be determined with the information provided. A product history search revealed no additional complaints against the related part and lot combination. Visual inspection of the returned pilot tip distal drill confirms that a portion from the drilling end of the device fractured off. The fractured off piece was not returned for review. It has also been noted that there are wear marks on the surface of the device. Device history record did not find any deviation or anomalies. Dimensions were found conforming to print specifications where measured. Hardness testing confirms the hardness to be within specification. The lot was manufactured on may 2, 2008 and therefore had been in the field for approximately 7 years. It is unknown how many times the device had been used during that time.

Event description:
It is reported the drill bit broke during surgery. The broken portion of the drill bit was left inside the femur of the patient.